Manufacturer narrative:
(B)(4). Date sent: 11/12/2015. Batch # (B)(4). Original submission of 3500a was 11/10/2015. Ack 2 of 3. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? Is the pouch temporary or permanent? What were the indications for surgery? Who fired the device (assistant or surgeon)? What is the users experience with the device? Where there any staples noted in the surgical field? If yes, what were there formation? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? When firing the device did the user achieve tactile feedback? Were the donuts checked post firing? If yes, were there two complete tissue donuts? Were all tissue layers present in the both donuts when inspected? Was the washer checked post-firing? The analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a stoma seal procedure, when making the shot of the circular device this one fails. The characteristic sound is not heard, the device does not shoot. The not operation of the device will bring future consequences for the patient because the surgeon had to create an ileocecal pouch and the patient is likely to stay with liquid deposition for the rest of life. A like device was used to complete the procedure.